Event description:
A forty-six-year-old male patient with a medical history of coronary artery disease received an impella cp device for acute heart failure secondary to non-ischemic cardiomyopathy. Prior to device placement, the patient was receiving one intravenous medication to support heart muscle contraction. Due to the anticipated need for prolonged mechanical circulatory support, the patient was escalated to an impella 5.5 device in the operating room the following day. On the fourth day of impella 5.5 support, an intermittent loss of placement signal and left ventricular waveform tracings occurred without patient movement. Motor current remained pulsatile and device flow was not affected. The issue resolved spontaneously and had no adverse clinical impact. On the same day, a nurse also noticed a stable hematoma on axillary insertion site that did not require any surgical intervention. Further technical assessment will be completed by the engineering team. After seventeen days of impella support, the patient was successfully bridged to heart transplantation and the impella 5.5 device was removed. Cp to 5.5 escalation. Two cis for 5.5. 53035, 53010. Both 5.5.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further detail regarding resolution ad intervention. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Yes, all interventions were performed to address the alleged complaint event including calling the csc. The waveform was intermittent and did not affect patient care. The device is not available for return to my knowledge. That patient was planned to go for heart transplant where the pump would have been removed and discarded.

Manufacturer narrative:
Asae/hematoma: the root cause of the access site adverse event was not determined due to insufficient clinical details.